Event description:
It was reported that over-sensing of noise was noted on the right atrial (ra) lead. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.